Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the ccd unit failure of the subject device due to the user handling after the user maintenance. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The user also reported that the image of the subject device was displayed at the maintenance by the user self. At the incoming inspection for the repair, olympus service operation repair center (sorc) check the subject device but could not duplicate the reported phenomenon. Sorc found that the cable was kinked and there was an abnormal appearance of the video connector. There was no report of patient injury associated with this event.